Manufacturer narrative:
Upon review, b1 was noted incorrect. This report is to correct b1. H3 other text : device not returned

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. The revision construct included a triathlon ts femoral component, ts insert, stem, and four augments. Update per sales rep: patient was revised due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. The revision construct included a triathlon ts femoral component, ts insert, stem, and four augments. Update per sales rep: patient was revised due to instability.